Event description:
It was reported to philips that the system was unable to perform right anterior oblique movements. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During the investigation, it was identified that the event occurred on (B)(6) 2025. According to the additional information collected, the customer was performing a planned non-emergency treatment, and the procedure was delayed for less than 20 minutes. The procedure was completed using the system, but without right anterior oblique movements. Despite several restart attempts, the system's functionality could not be restored. A philips remote service engineer (rse) connected with the customer remotely and confirmed the reported issue. Analysis of the log file showed motor assembly errors. A philips field service engineer (fse) inspected the system onsite and identified a defective amc triple servo drive. To resolve the issue, the fse replaced the amc triple servo drive, and the software was reloaded. After replacing the amc triple servo drive, the system has been returned to use in good working order. Philips has initiated a medical device correction z-1091-2026. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.